Manufacturer narrative:
Initial 4 of 8. E1: name: (B)(6) country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced eight infusion set adhesive issues on (B)(6) 2026, since patient reported infusion set was accidentally pulled out during use. The blood glucose level was high, and the patient was treated with correction injection via multiple daily injections.